Event description:
A patient was treated with one application of compound w freeze off for a "stomach wart". The family member of the patient in august 2005, two-weeks after treatment, that the treated area is infected and the patient has been seen by physician.